Event description:
Reporter states that the referenced device needs conspicuous warnings to check the electrical stimulation setting before each use. She used the device at the wrong setting and suffered a severe migraine headache, vitreal detachement with her eyes, developed floaters in her eyes & tinnitus.